Event description:
It was reported that there was "no back flow" from the catheter, so the distal segment was replaced. The patient had no spasticity relief despite increasing dose, and did not respond to dose increases following initial pump insertion. Following the distal segment revision of the catheter, the healthcare provider (hcp) was able to aspirate from the pump catheter access port (cap). It was not reported if there was an issue with aspiration prior to the revision. The surgical revision date was (B)(6) 2012 and the medication in the pump was lioresal. The removed catheter was not going to be returned for analysis as it was discarded. The patient status as of the replacement date was "no injury/no adverse event." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).